Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to charge, in order to shock. The customer advised that while charging the device, its display went blank. Medical personnel then rebooted the device and it functioned normally with no further discrepancies observed. The reporter advised that the reported issue led to an approximately four (4) minute delay in providing care to the patient; however, the patient was treated successfully. The patient, a (B)(6) male, was receiving coronary artery bypass graft surgery when the reported issue occurred. The patient survived the reported event.

Manufacturer narrative:
Section h7 of supplemental 001 medwatch report indicates: remedial action initiated - blank. Section h7 of supplemental 001 medwatch report should indicate: remedial action initiated - recall. Section h9 of supplemental 001 medwatch report indicates: correction/removal rpt number - blank. Section h9 of supplemental 001 medwatch report should indicate: correction/removal rpt number -(B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to charge, in order to shock. The customer advised that while charging the device, its display went blank. Medical personnel then rebooted the device and it functioned normally with no further discrepancies observed. The reporter advised that the reported issue led to an approximately four (4) minute delay in providing care to the patient; however, the patient was treated successfully. The patient, a 67 year-old male, was receiving coronary artery bypass graft surgery when the reported issue occurred. The patient survived the reported event.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to charge, in order to shock. The customer advised that while charging the device, its display went blank. Medical personnel then rebooted the device and it functioned normally with no further discrepancies observed. The reporter advised that the reported issue led to an approximately four (4) minute delay in providing care to the patient; however, the patient was treated successfully. The patient, a (B)(6) male, was receiving coronary artery bypass graft surgery when the reported issue occurred. The patient survived the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control determined that the cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.